Event description:
Received report from user facility of a patient who had no evidence of any bladder activity following implant of a finetech-brindley sacral anterior root stimulator (sars) at follow-up at three and six months. The clinician stated that this would suggest anterior root damage. At nine months, there was significant increase in bladder pressure that suggests that recovery is occurring and will continue.